Event description:
It was stated that the insulin pump has a cracked battery carrier. The battery carrier was replaced with a new one, but the insulin pump was unable to deliver the insulin. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a faulty component on the motherboard. No physical damage to the battery carrier or battery compartment was noted.